Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the rv lead. Patient was asymptomatic. The rv lead was turned off and patient is lv pacing. No further information available.